Event description:
A malfunction was reported with a malfunction code displayed. There was no adverse impact to the customer's blood glucose level. The fault ID was available, and it was identified that the malfunction code was resettable. Customer technical support provided information and assisted the customer with resetting the pump. The same malfunction code did not recur after the reset, and the customer was informed they could continue using the pump, with instructions to call back if the issue appeared again.